Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be cut, measuring 0.664 inches, causing fluid to be unable to flow through the complete fluid path. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Inspection of the phb data showed no evidence of issues with insulin delivery.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient applied a new pod.